Event description:
Philips received a complaint on the heartstart mrx indicating that the battery was dead. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the battery which was replaced. The device was returned to full functionality and remains at the customer's site. No further action is warranted at this time.